Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a 30 cm nutriline catheter as a sample. A non-vygon needle-free connection system was connected to luer lock hub. The catheter is flushed with a 10 ml syringe showing leakage in the wing. During the microscopic examination, we found a hole at the junction of the catheter with the fixation wing. The catheter tube was partly torn out of the fixation wing. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load in combination with an alcohol-based disinfectant. There are various possible causes that can lead to catheter leakage/tensile fracture: mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. Based on the product incident report (pir), the customer used alcohol-based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." We could not check the batch records as no batch number was provided. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. The batch complied with its specification and was released. There are 12 further complaints regarding a leaking catheter tube at the junction of the catheter and the fixation wing on code 4g07125203 within the last three years, but none of them were related to a manufacturing defect. Most of them were related to tensile traction under the influence of the use of alcohol-based disinfectants. Corrective action: no further corrective action was initiated by quality management due to this complaint, as there are no indications of a manufacturing fault. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Event description:
PICC was placed on 5/2. No patch or glue was used when placing line. Per day shift bedside rn, a small amount of fluid was noted to be leaking from site prior to shift change. Overnight, nnp needed to pull line back, so dressing change was required. Per charge nurse note, fluid was noted to be leaking from the hub, but PICC was redressed and PICC was to remain in place until new line could be placed. Nnp placed new PICC line around 0930. After undraping patient, old PICC dressing was severely unocclusive and patch was saturated with fluid. Fluids were transferred to new PICC and old PICC was then pulled.

Manufacturer narrative:
The malfunctioning device has not yet been received by vygon germany for evaluation therefore, the results of this investigation are still pending.

Event description:
PICC was placed on 5/2. No patch or glue was used when placing line. Per day shift bedside rn, a small amount of fluid was noted to be leaking from site prior to shift change. Overnight, nnp needed to pull line back, so dressing change was required. Per charge nurse note, fluid was noted to be leaking from the hub, but PICC was redressed and PICC was to remain in place until new line could be placed. Nnp placed new PICC line around 0930. After undraping patient, old PICC dressing was severely unocclusive and patch was saturated with fluid. Fluids were transferred to new PICC and old PICC was then pulled.

Event description:
PICC was placed on 5/2. No patch or glue was used when placing line. Per day shift bedside rn, a small amount of fluid was noted to be leaking from site prior to shift change. Overnight, nnp needed to pull line back, so dressing change was required. Per charge nurse note, fluid was noted to be leaking from the hub, but PICC was redressed and PICC was to remain in place until new line could be placed. Nnp placed new PICC line around 0930. After undraping patient, old PICC dressing was severely unocclusive and patch was saturated with fluid. Fluids were transferred to new PICC and old PICC was then pulled.

Manufacturer narrative:
The malfunctioning device will be returned to the manufacturer for device evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.